Event description:
During a percutaneous transluminal angioplasty, there was a balloon rupture. The target lesion was left antebrachial anastomosis with moderate vessel tortuosity seen. An indeflator was used for balloon inflation, however, at 8 atmospheres the ballon ruptured. The vessel did not dissect and there was no separation of any part of the balloon. The physician removed balloon and used another balloon the successfully finish the procedure. There was no pt injury or pt is stable. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.